Manufacturer narrative:
G4: 15jun2020. B4: 19jun2020. The mc pcba (motor controller, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no failures were identified with the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/20/2020.

Event description:
The customer reported a touch screen failure and the ventilator would not turn off. There was no patient involvement. The manufacturer's international service technician evaluated the device and could not confirm the touch screen issue. However, they did find that the ventilator produced the "backup alarm failed", "ventilator restarted due to anomalies detected during operation", "auxiliary alarm supply failed", and "blower stalled" diagnostic codes. The mc pcba (motor controller printed circuit board assembly) was replaced and this resolved the occurrence of the "backup alarm failed", "auxiliary alarm supply failed", and "blower stalled" diagnostic codes. The cpu pcba (central processing unit printed circuit board assembly) was replaced and this resolved the occurrence of the "auxiliary alarm supply failed" diagnostic code. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 28may2020. B4: 28may2020. A cpu (central processing unit) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported malfunctions/error codes were not observed and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.